Event description:
A cartridge alarm was reported during pumping. The customer's blood glucose level displayed as "high," although no specific value was provided. In response to the high blood glucose level, the customer administered a correction bolus via the pump and did not require third-party assistance. Reportedly, customer continued to use the pump for insulin therapy.